Event description:
The customer contacted beckman coulter (bec) reporting that there was a bloody fluid leak under the needle cartridge of the coulter lh 780 hematology analyzer. The volume of the leak was unknown and was not contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found I-beam tubing folded over at the valve (vl57a). The fse replaced the tubing at vl57a which resolved the leak. When running startup the fse observed stain temperature was very high. The fse replaced the stain chamber and related tubings and adjusted set point voltage that brought stain chamber temperature within range. Failure mode: I-beam tubing folded over at vl57a and high temperature in the stain chamber. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).